Manufacturer narrative:
The device was received by the manufacturer and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was torn or punctured. The hose assembly was replaced, and additional preventative maintenance was also performed. The device was returned to the customer.

Event description:
It was reported that a hole was discovered in the hose portion of a pneumatic drill. No pt involvement was reported. There was no user injury reported, and no other adverse consequences alleged with this event.